Event description:
A device report from (B)(6) indicated a surgeon is (B)(6) reported: during a procedure on (B)(6) 2012, surgeon was inserting the distal locking screw, as he inserted he had to exert undue pressure when advancing into the medial side of the nail. Surgeon was dissatisfied with the pressure required and decided to remove the screw and use another screw. The second screw advanced with no pressure. The occurrence added 15 minutes to the procedure. Surgeon had concerns about the prolongation as pt has deep vein thrombosis. Out come of this surgery was satisfactory. Hospital discarded the screw used. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.